Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on rv lead recording on hmsc. Discussed possibility of emi or lead integrity issue. Lead will be evaluated further. Device remains implanted.